Event description:
It was reported that a spectrum pump had an failed psi (per square inch) test during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'failed per square inch test' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.